Event description:
I was notified that there was an issue with the scope during the procedure with a doctor. The following was reported to me: when the scope was initially inserted into the bladder, the lens was clear. During the urolift procedure, the lenses became blurry, possibly cracked? No evidence of any injury to the patient at this time. 2 urolift implants were placed and the additional implants were aborted after the visualization was no longer clear. Rep from urolift was present during procedure. Nurse and anesthesiologist were present during the procedure. Scope was sequestered by spd (sterile processing department) and will be sent out for repair or replacement.